Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by a philips remote service engineer (rse) which included interviewing the customer and assisting with troubleshooting the unit. The customer reported there was no sound, at startup or in progress. They requested the unit be further evaluated at a philips bench repair facility. The unit arrived at the bench and it was examined by a philips bench repair technician (brt). The results of the analysis cited the device does not start; the mainboard is defective. The brt replaced the faulty mainboard to resolve the issue, and the unit was returned to the customer. Based on the information available in the case and the information provided by bench repair personnel, the cause of the reported problem was confirmed to be the main board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported there is no sound. The device was in use on a patient at the time of the event, there was no adverse event reported.